Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (568 mg/dl). Tandem technical support performed system check, and pump was functioning as intended. Customer addressed elevated bg levels with a manual injection.